Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation. The reason for the prosthesis wear reported cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had primary right knee replacement surgery on (B)(6) 2018. The patient has not undergone revision surgery but has claimed to have suffered from synovitis, scar tissue, pain, synovial necrosis requiring debridement and multiple injections to control pain. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.